Event description:
Defective insufflation tubing from a laparoscopic gastric bypass kit. The connector is cracked at the clear end of the tubing. I was also informed this is not the first one. I do not have any other examples as they thought initially it was just something that happened once.